Event description:
While using the arthrex 10mm short flip cutter, the tip of the device broke off. That portion of the device was retrieved and the entire device removed from the field. The portion of the device and the device placed in the original packaging, patient label attached and forwarded to risk. FDA safety report ID # (B)(4).